Event description:
Reportedly, the tip melted. No additional info was available. Procedure: unk.

Manufacturer narrative:
This product was evaluated, and it was determined to be malfunction. Attributed to user error because the device was received in qa and a visual examination was performed. It was noted that the distal end of the sheath was charred and melted. The reported condition is confirmed and attributed to the device coming into contact with a metallic object while the electrocautery was being applied.